Manufacturer narrative:
It was originally reported that severity and treatment of the shock was unknown. Upon further investigation, the user facility was able to provide these details and second b5 has been updated. A third party performed an evaluation of the device and did not find any defects that may have caused the shock. Section h codes have been updated to reflect this.

Event description:
It was reported that a nurse felt an electric shock from her hand travel up to her shoulder while using the bed. The user facility stated that the nurse received treatment for the shock and took time off work, but were unable to provide further details due to litigation.

Event description:
It was reported that a nurse felt an electric shock from her hand travel up to her shoulder while using the bed. No information has been provided regarding the severity or treatment of the electric shock.

Event description:
It was reported that a nurse felt an electric shock from her hand travel up to her shoulder while using the bed. No information has been provided regarding the severity or treatment of the electric shock.

Manufacturer narrative:
It was originally reported under section h1 that this was a product malfunction; however, it is currently unknown if the electric shock was caused by a product malfunction. Section h1 has been updated to reflect this.